Event description:
It was reported that the right ventricular (rv) lead was fractured and there were episodes of noise detected by the lead noise algorithm. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range with a patient alert for out of tolerance sub-threshold lead impedance on (B)(6) 2013. Weekly pace lead trend data shows an increase for max ventricular pace bi impedance equal to 646 to 4047 ohms peak between (B)(6) 2013. Also, analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met with three patient alerts for lead failure predictor between (B)(6) 2012 and (B)(6) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) with ventricular short interval count v-sic equal to 13925 counts, in 218.48 days between (B)(6) 2012 and (B)(6) 2013. Analysis of the device memory indicated oversensing associated with the right ventricular lead with 11 ventricular non-sustained tachycardia less than equal to 206ms between (B)(6) 2013 and lead failure predictor high rate-non-sustained less than equal to 217ms average v-cycle between (B)(6) 2013.